Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband reported via phone call that customer was hospitalized with blood glucose of 577 mg/dl. Customer was hospitalized for diabetic ketoacidosis. Customer was treated with IV drip. Doctor stated that injection site was out, which caused diabetic ketoacidosis. The insulin pump was not returned for analysis.